Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter and test strip involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the reported issue was unfounded during investigation with meter. However, the test strip control solution read above the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 at 1:45pm, the patient reported testing her blood glucose on her lfs meter and obtained a result of ''475 mg/dl,'' the patient then tested on her onetouch ultramini back up meter 16 minutes later and obtained a result of ''63 mg/dl.'' Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reportedly that she normally tests 4-5 times a day, and her typical readings are ''80-200mg/dl'' the patient reported using novolog insulin pump therapy to manage her diabetes. Reportedly, in response to the high blood glucose reading, the patient self administered 13 units of novolog insulin at 1:45pm on (B)(6) 2012. The patient reported 16 minutes after administering the insulin; she developed symptoms of ''shaking and blurred vision,'' and tested on her back up meter. The patient claimed that she immediately treated herself with ''5 or 6 glucose tablets, drank a whole can of soda, and ate half a sandwich.'' The patient reportedly continued to monitor her blood glucose every 15 minutes on her back up meter. At 2:15pm, she reportedly obtained a reading of ''50-60 mg/dl,'' at 2:30pm, ''100mg/dl'' and 2:45pm, ''160mg/dl.'' After 45 minutes, the patient reported that the symptoms completely subsided. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca also noted that the patient's testing process was correct. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient tested on her lfs meter and obtained an alleged inaccurately high result, treated herself with insulin, and developed symptoms suggestive of severe hypoglycemia. In addition, the patient performed a meter to another meter comparison where that calculated difference of the reported results exceeds lfs' criteria for accuracy testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.